Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A definitive cause for the reported leak in this incident could not be determined. While the returned device analysis confirmed a gripper lever leak, the identified cause of the leak during testing appears to be unrelated to the leak experienced by the user, as the o-ring, polyimide tubing, and gripper line were confirmed to be completely inside the cap and not protruding from underneath at the account. It is possible that the user technique during device preparation contributed to the reported leak experienced by the user; however, this cannot be confirmed. Therefore, a cause for the reported leak cannot be identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the clip delivery system (cds), a leak was observed at the gripper lever which has the potential to compromise the fluid path integrity leading to an air embolism, if the device were to be used in the anatomy. It was reported that during preparation of the clip delivery system (cds), while retracting and advancing the lock lever, a leak was observed at the gripper lever. The leak was observed before loosening the lock and gripper lever caps to de-air. An attempt was made to tighten the gripper lever cap, but it was not possible to correct the leak; therefore, the cds was not used in the anatomy. There was no patient involvement and no clinically significant delay to the procedure. No additional information was provided.